Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. .the legal briefing mentioned a perforation of the ivc wall. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned, perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which require or required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer medical expenses, pain and suffering and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of right leg deep vein thrombosis, bilateral pulmonary emboli, shortness of breath, chest pain and it noted that the implantation was done two weeks post craniotomy. The patient also had a and contraindication to anticoagulation. The filter was deployed at the l3 level. The patient tolerated the procedure well and was stable after the procedure. According to the patient profile form (ppf) the patient experienced stress, anxiety and sporadic pin in the lower right side of abdomen. The abdominal pain caused the patient to not be able to lie on their right side and also caused discomfort during intercourse. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter malfunctioned, perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including but not limited to, blood clots, clotting and occlusion of the ivc. The patient is also reported to have experienced stress, anxiety and sporadic pain in the right lower abdomen. The abdominal pain caused the patient to not be able to lie on the right side and also caused discomfort during intercourse. The indication for the filter implant was right popliteal vein deep vein thrombosis (dvt) with extensive pulmonary embolism (pe) and a contraindication to anticoagulation. The patient underwent a craniotomy two week prior and was in rehabilitation and was noted to be significantly short of breath with chest pain. The filter was placed via the right common femoral vein and deployed at the level of l3. Repeat venogram demonstrated good apposition of the filter against the caval walls below the renal veins and above the iliac bifurcation. The procedure was concluded, and the patient was taken to the recovery room in stable condition and was reported to have tolerated the procedure well. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc, blood clots, clotting and occlusion of the ivc could not be confirmed or clarified, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Corrected data is being submitted for section. The following sections have also been updated.